Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that a chest x-ray revealed a small pneumothorax, which was not treated. On 4/5/2014, a repeat chest x-ray showed no pneumothorax. The patient was asymptomatic. The right atrial lead remained implanted.